Event description:
Event description guidant received information that this pacemaker dependent patient presented to the emergency room with a syncopal event. Review of the device's stored electrograms demonstrated some noise on the rv lead. However, the noise could not be recreated and they were unable to determine if there was loss of capture or pacing inhibition. The rv lead was capped and a new rv lead was successfully implanted. The patient also received a new pacemaker during the procedure because the existing pacemaker was near eri.